Event description:
Approximately six week s ago, this patient experienced significant deterioration in the quality of sound provided by their cochlear implantand elected to discontinue use of the device. Using the appropriate diagnostic equipment, it was then determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantation surgery is planned, but has not yet been scheduled.